Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026, which was addressed using insulin pump.

Manufacturer narrative:
E1: name: ypsomed ag. Street: weissensteinstrasse 26. City: solothurn. Country: switzerland . Postal code: ch-4503. Phone: +41 34 424 45 51. Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.